Event description:
The customer complained of false negative results for 1 patient urine sample from chemstrip 10 sg test strip on a urisys 1100 urine analyzer serial number (B)(4). The nitrite and leukocytes results from the meter were negative. The urine sample was sent to the laboratory for a culture. The laboratory culture was positive for escherichia col (e.coli). There was no allegation of an adverse event. The patient's condition was "good". The customer was not using liquid qc. The suspect product was requested to be returned for investigation.

Manufacturer narrative:
The retention material of lot 23841500 was measured on a urisys 1800 analyzer and was visually checked with native urine, a nitrite dilution series and a leukocytes dilution series. The results of the measurements fulfill requirements. No false negative results were observed.

Manufacturer narrative:
The retention material of lot 23841500 was measured on a urisys 1800, cobas u411, a urisys 1100 analyzer, and the customer's urisys 1100 analyzer with native urine, a nitrite dilution series, and a leucocytes dilution series. The results of the measurements fulfill our requirements. No false negative results were observed. The investigation did not identify a product problem. The cause of the event could not be determined.